Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient was experiencing a connection lag. Patient services reviewed data and assisted the patient in deleting the data. The patient tried to connect to their pump but got a "not found" message. The patient restarted the handset and reset the communicator. The patient was able to connect to the pump with no lag. The patient would call back when they needed further assistance.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implantable pump. Boluses per day: 10. The indication for use was non-malignant pain. The patient reported that it was taking longer for the boluses to kick in and the time on the handset was not changing. The patient stated they went on a cruise a couple weeks ago and since they came back, the time had not changed. The agent walked the patient through clearing data and changing the time settings. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.